Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the day of onset, the patient began treatment with vancomycin (2g, frequency, route, and duration not reported). The next day, the patient began treatment with ceftazidime (1g, frequency, route, and duration not reported). The outcome of the peritonitis was unknown. The action taken with dianeal therapy was not reported. No additional information is available.